Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level (bg) of "high" although specific value not provided, due to customer forgetting their security pin. Customer did not address bg level. During troubleshooting with tandem technical support, the customer updated their pin and resumed insulin therapy.